Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Event description:
Per additional information received,requires pressure on her dressing in order to help prevent bleeding but she remained afebrile, post operative hematoma ¿ unable to drain by radiology, pain and continued discomfort. Underwent exploratory laparotomy with evacuation of hematoma and on-q placement under general anesthesia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).